Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Patient information is limited. The overall baseline gender characteristics is male; the age of the patients was approximately (B)(6) years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "safety of leadless pacemaker implantation in the very elderly." Heart rhythm. 2020. 1¿6 doi: https://doi.org/10.1016/j.hrthm.2020.05.022. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding leadless pacemaker implantation in the very elderly. The article reports unsuccessful implants of the leadless implantable pulse generator (ipg) due to high thresholds despite multiple deployments. The devices were not implanted. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.